Event description:
A caller reported experiencing a cartridge alarm 30 with their pump. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. To address the issue, technical support arranged to replace the pump with one that has updated software. The caller was advised on the procedure for returning the faulty pump and informed about the necessary steps to take upon receiving the replacement.